Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that during a right atrial (ra) lead revision procedure, this right ventricular (rv) lead was reconnected. When re-connecting the rv lead, the insulation was found to be separated resulting in noise. The lead was, again surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.